Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer stated on social media that a piece of metal came out of his/her toothbrush mid clean. No injury was reported.